Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusions set cannula vrimped event on (B)(6) 2025 and (B)(6) 2025. The event occurred within 3 hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.